Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal part of the stent strut was damaged. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal part of the stent strut was damaged. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal end with stent struts lifted. The undamaged crimped stent outer diameter measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The distal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure, however the proximal balloon wings apperared relaxed. A visual and microscopic examination of the tip showed signs of damage on the distal edges of the tip. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.